Manufacturer narrative:
The reported issue of the autopulse displayed ua02 (compression tracking error) error message was not confirmed during the initial functional testing and in the archive data. The archive data shows no session occurred on the event date of (B)(6) 2017. User advisory two is an indication that the autopulse detected a change in the lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Visual inspection was performed and noted damages on the top cover, motor cover and encoder cover of the platform. The battery partition cover was found to be missing. The autopulse platform is a reusable device and was manufactured in 07/03/2005. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and are not related to the reported complaint. Functional testing was performed and passed testing with no issue observed. The top, motor and encoder cover were replaced to remedy the issues noted during the visual inspection. Additionally, the platform was tested using the lrtf (large resuscitation test fixture) and passed with no fault or error observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check, the autopulse displayed ua02 (compression tracking error) error message. Zoll representative went onsite and was not able to replicate the error. Zoll representative also noted that the platform has a couple of tie wrapped together to hold the platform board. No patient involvement on this event.